Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition from this specific event were available for investigation. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 515056, batch#: unknown. Rn checked with pharmacy regarding concern about skin exposure with 5fu and there was none. Rn notified patient and son this, they verbalized understanding. Rn checked with provider to see if he wanted another 5fu pump applied. Since he did not know the amount infused and noted that patient serious injury awareness date sample availability date of event customer response needed replacement requested describe customer concern received a bolus prior to infusion, it was decided to wait until next treatment. Pharmacy and patient agreed to the plan. This is not the first time this happened. The same concern happened on (B)(6) 2024 however no leakage noted at that incident. Different patient, different rn applied the pump. Additional info: both events have been reported, lot#: unknown, 2 occurrences total on (B)(6). No serious injury on (B)(6) 2024: per follow up with rep, event on 10/10 has not been reported and no associated complaint opened. A separate incident we were notified of but the pieces were not saved for. It is with the cadd pump tubing- at the injector and tubing site. Rep confirmed no patient impact. No leak. Details will be added to reflect correct events.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.